Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-01006 and 1825034-2014-04151).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on (B)(6) 2005 and reports patient allegations of pain and elevated chromium and cobalt blood levels. No revision procedure has been alleged. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay part/lot information, which was unknown at the time of the initial medwatch.